Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occlude feet on the light blue main body of the twist clamp. A functional clear passage test was performed with no issues noted. Leak testing revealed a leak with the twist clamp closed. Clamp function testing also revealed a leak. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause could be exposure to chemical agents such as hydrogen peroxide, alcohol, or bleach as listed on product packaging which can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date on or before (B)(6) 2023. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed; further described as "leaking despite being shut all the way" and "transfer set not engaging the lock". This occurred during use of the device for peritoneal dialysis (pd) therapy. The nurse did not notice any visible damage to the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.